Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient stated their trial worked fantastic, but ever since the time of implant they have had no relief to speak of. Patient stated they have been back to the healthcare provider (hcp) and seen manufacturer representatives (rep) for reprogramming to get some relief; however, every time they reprogram the therapy the patient gets the tingling sensation down their left leg and their problem is their right leg. Patient noted they have had 3 reprogramming appointments was told by hcp they cannot fix it or take it out. Patient stated they saw hcp was told it looked as though the implant was maybe off a little bit and hcp was going to check into it and get back to the patient, but they never heard anything back. Patient added when they lay down at night it feels like they put their finger in a light bulb socket and they have to shut the unit off so they can lay down and be peaceful. Agent emailed physician listing and redirected to hcp to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.